Manufacturer narrative:
Xs 2-pedal foot control was fully tested and found to be working within specified tolerances. Device did not contribute to tip failure. Tip was found to have physical damage and cracks as a result of user error. Foot control was ruled out as primary or contributing cause of malfunction. No pt injury or side effect occurred as a result of this malfunction.

Event description:
During a temporal lobectomy, the sonastar had a tip error. They were unable to clear the error. The system worked at reduced power. With reattempts in the temporal lobe, the tip broke off and was laying in the operative field. Surgeon saw it and retrieved the tip. The pt did not suffer any adverse effects as a result of the incident. Surgery was prolonged 1 hr 30 mins.